Event description:
Customer's mother reported that her son's blood glucose was "in the 400s" mg/dl and that when the device was removed the cannula was bent.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the cannula was bent or determined if it or some other product malfunction could have contributed to the reported high blood glucose. No qualification records review was performed as no proper lot number was reported. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). It advises "if your blood glucose is 250 mg/dl or above , check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."